Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) appears to have had a battery inspection done on 10/9 with a note saying it must stay plugged in for 18 hours. Customer had a patient come to the unit and needed the iabp. They plugged it into a red outlet in the room and it was fine for about 2 hours and then it started to alarm low battery. Customer switched it out with a different pump and plugged it in to charge. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and a supplemental report will be submitted.